Manufacturer narrative:
A1: patient identifier: updated. E1: initial reporter zip/post code: updated. D2b: pro code (product code):fge, lit . G4: premarket / 510(k) #: k141521, k141597. E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification (#(B)(6)). The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 17mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the gastric coronary vein. A non boston scientific stent 10.0 mm x 60 mm, 135 cm and mustang balloon catheter 10.0 mm x 60 mm, 135 cm were used. During deployment, air leakage was observed in the balloon despite external priming. The procedure was completed using a replacement device of the same type. Post-procedural angiography confirmed proper stent placement and patent blood flow. There were no patient complications as a result of this event. It was further reported that 80% stenosed target lesion was located in the severely tortuous and severely calcified vein.

Manufacturer narrative:
D2b: pro code (product code):fge, lit. G4: premarket / 510(k) #: k141521, k141597. E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification (#90519237). The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 17mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the gastric coronary vein. A non boston scientific stent 10.0 mm x 60 mm, 135 cm and mustang balloon catheter 10.0 mm x 60 mm, 135 cm were used. During deployment, air leakage was observed in the balloon despite external priming. The procedure was completed using a replacement device of the same type. Post-procedural angiography confirmed proper stent placement and patent blood flow. There were no patient complications as a result of this event. It was further reported that 80% stenosed target lesion was located in the severely tortuous and severely calcified vein.

Manufacturer narrative:
D2b: pro code (product code):fge, lit g4: premarket / 510(k) #: k141521, k141597. E1: initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported device, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the gastric coronary vein. A non boston scientific stent 10.0 mm x 60 mm, 135 cm and mustang balloon catheter 10.0 mm x 60 mm, 135 cm were used. During deployment, air leakage was observed in the balloon despite external priming. The procedure was completed using a replacement device of the same type. Post procedural angiography confirmed proper stent placement and patent blood flow. There were no patient complications as a result of this event.

Manufacturer narrative:
D2.b.: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the gastric coronary vein. A non-boston scientific stent 10.0 mm x 60 mm, 135 cm and mustang balloon catheter 10.0 mm x 60 mm, 135 cm were used. During deployment, air leakage was observed in the balloon despite external priming. The procedure was completed using a replacement device of the same type. Post procedural angiography confirmed proper stent placement and patent blood flow. There were no patient complications as a result of this event. It was further reported that 80% stenosed target lesion was located in the severely tortuous and severely calcified vein.